Manufacturer narrative:
Touchscreen missing pixels and unreadable touchscreen was verified. Cracked touchscreen the failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump touch screen was cracked, and unreadable and touch screen was missing pixels. Customer's blood glucose was 57 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.